Event description:
A 3.0mm diameter x 12mm length medtronic ave gfx2 stent was successfully placed at the severely calcified, focal lesion in the left anterior descending artery. Two days later, the pt returned to the cath lab complaining of chest pain. Repeat angiogram revealed that a clot had formed proximal to the end of the stent. As a result, two add'l stents were deployed proximal to the stent. The physician determined that the initial stent had been patent and does not "blame the stent" for the clot. The subsequent procedure was successful, and there was no add'l clinical sequelae reported relative to the event.